Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim/fading/discolored display screen. The reporter was walked through adjusting the pump contrast without resolving the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/14/2014 with the following findings:the pump was powered on with a dim illegible display screen. The pump was opened and the display screen was replaced with a test screen and the display returned to normal. Unrelated to the complaint, the battery compartment was observed to be cracked from the threads to the case seal. The pump was opened and there was no moisture or corrosion observed inside the pump.